Event description:
It was reported that exit block and unacceptable threshold was observed. The pulse generator was electively replaced, near eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of threshold unacceptable was not confirmed in the laboratory. All tests performed indicated that the device was normal. Tool marks were observed on the can consistent with the damage occuring at the time of explant.